Manufacturer narrative:
Expiration date - unknown due to unknown product code and lot number. UDI - unknown due to unknown product code and lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k) - unknown due to unknown product code and lot number. Device manufacturer date - unknown due to unknown product code and lot number. The actual device was not returned, therefore the analysis of the actual sample could not be performed, as it was not returned to ashitaka factory. Since the involved product code and lot are unknown, review of manufacturing records or shipping inspection records could not be performed. Based on our past findings, it is known that peeling of the outer layer may occur when it is used in combination with a metal needle. The product code and lot number were not provided by the user facility, which prevented a meaningful review of the device history record. IFU states: do not manipulate or withdraw the glidewire advantage through a metal entry needle or a metal dilator. Manipulation and/or withdraw through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Based on the provided information from the description of the report it was thought that the outer layer might have peeled off due to having been used in combination with a metal needle. However, the definite cause of occurrence could not be determined since the actual sample was unavailable for analysis and review of the production records could not be performed due to unknown product code/lot.. The exact cause of the reported event cannot be definitively determined based on the available information. Please see MDR 2243441-2021-00055 for the importer report. (B)(4).

Event description:
The user facility reported that when they withdrew the glidewire advantage from metal needle, the hydrophilic coating was shearing off of the distal end of wire. The doctor retracted the piece of wire with snare and the wire was removed in its entirety. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 06oct2021. A peripheral angiogram was the procedure being performed and the hydrophilic portion of the wire was completely removed in its entirety. They used a second glidewire advantage to complete the procedure. It was a radifocus device.